Event description:
It was reported that the device reached early elective replacement indicator (eri) at less than three years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4068 implantable pacing lead, (B)(6) 1996; 6947 implantable tachy lead, (B)(6) 2010; 4195 implantable pacing lead, (B)(6) 2010. (B)(4).;